Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient's physician that the patient's condition made it difficult to program the device for best operation. After consultation with the manufacturer, the physician reprogrammed the device. Physician also mentioned that the information referred to by the manufacturer was not in the manual they had for reference. No patient complications have been reported as a result of this event.